Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of foreign patient to report that on (B)(6) 2015; the patient's transmitter was out of range for an unspecified amount of time. It was reported that the patient inserted the sensor at their leg. No additional event or patient information is available.